Event description:
The customer reported that the system displayed an error 25 message, the images were not displayed and a loud noise was coming from the image intensifier. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A news image intensifier power supply was installed. The system was tested and found to be working as intended and put back into service.